Event description:
It was reported that the patient got very sick and ended up in the hospital when she went through withdrawal ¿cold turkey¿ with her first pump. The patient then got the pump replaced and now the patient¿s healthcare professional (hcp) replaces every five years. The patient stated that she currently had no concerns with her device or therapy. The pump was used to infuse morphine (unknown). Follow up was conducted to obtain additional information but was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11003r69, implanted: (B)(6) 2002, product type catheter. (B)(4).